Event description:
It was reported that the pca dose cord won't plugged in all the way. The event happened during self test.

Manufacturer narrative:
One device was returned for investigation. The report indicates that the pca dose cord won't plugged. The complaint was confirmed during the remote dose test. Additionally, a detached dso seal. The lemo connector, the dso seal was replaced with new ones. Visual and functional testing was performed. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.